Event description:
It was reported by the field sales associate that m2u28 /cv-2 gore-tex® suture has one needle on it for suturing and also has a small silver "bullet" at the other end. Reportedly, the bullet is counted, as well as the suture, when the suture is given to the scrub tech. It was reported during this case, the surgeon stated the bullet came off while in use. Reportedly, the procedure being performed was a vaginal extraperitoneal colpopexy, anterior possible posterior colporrhaphy, pubovaginal sling, cystoscopy. It was reported there are no images available of the pulled off bullet. Reportedly, the procedure was completed as scheduled with an incorrect suture count and the bullet was not able to be found or removed.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w.l. Gore internal case number. A2 - a4: age, gender, and weight were requested, but not provided. H3: phr and engineering evaluation pending and will be sent on the follow up report. H6 - code 4111: additional information regarding the event were requested from the physician. The provided additional information is captured in the event description. The gore-tex® suture instructions for use (IFU) states: misuse of this suture, like any other suture, can result in severe injury or death to the patient. As with any suture, care should be taken to avoid damage when handling. Avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges. In order to minimize needle damage, do not drive the needle from the channel where the suture is attached. Needles are not intended to be implanted. Care should be taken to avoid using a jerking motion which could break the suture. Uneven tensioning of a well formed square knot may result in an unsecured knot. When the gore-tex® suture is properly tensioned and formed, standard surgical knotting techniques will produce a secure knot. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: b22 - a review of the manufacturing records for the device could not be conducted because the lot # remains unknown. H6: c20 - since no device was returned, no further evaluation could be performed. As such, there is no discernible root cause associated with this event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.